Event description:
During on-site service by a baxter service technician, a flogard infusion pump was found with an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The f-38 alarm was identified during the functional testing. The cause of the condition was determined to be inoperative force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.